Manufacturer narrative:
Concomitant medical products: lead model 3889 lot # v808948 implanted: unk explanted: unk.

Event description:
It was reported that an infection appeared to be at the lead site during a stage ii implant. Swabs were taken of the infected area but outcome of the test results were unknown. The lead was removed and the pocket flushed with antibiotic solution and closed. The patient outcome was "fine so far." Additional information has been requested, but was not available as of the date of this report.